Manufacturer narrative:
Batch review performed on 04 september 2018; lot 112689a: (B)(4) items manufactured and released on 07 october 2013. Expiration date: 08-31-2018; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Revision fixed tibial tray cemented size 5 l reference 02.07.0685l (k123721); lot 122881: (B)(4) items manufactured and released on 26 october 2012. Expiration date: 09.30.2017; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-revision offset connector 3 mm reference 02.07.0003 (k102437); lot 150580: (B)(4) items manufactured and released on 20 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk revision offset connector 5 mm reference 02.07.0005 (k102437); lot 150581: (B)(4) items manufactured and released on 12 may 2015. Expiration date: 2020-03-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision extension stem - fluted ø 22 l 105 reference 02.07.fcl22105 (k120790); lot 145064: (B)(4) items manufactured and released on 07 november 2014. Expiration date: 2019-09-30; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision femoral wedge posterior # 6/10mm reference 02.07.610fpw (k102437); lot 115115: (B)(4) items manufactured and released on 05 march 2012 expiration date: 2017-01-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision fixed tibial insert sc size 5/14mm reference 02.07.0514scf (k103170); lot 125710: (B)(4) items manufactured and released on 21 february 2013. Expiration date: 2018-01-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision tibial augmentation size 5/5mm reference 02.09.ta505 (k130299); lot 145124: (B)(4) items manufactured and released on 12 september 2014. Expiration date: 2019-07-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision tibial augmentation screwed s5 - 5 mm 02.09.ta505 (k130299); lot 112183: (B)(4) items manufactured and released on 20 december 2015. Expiration date: 2021-10-30; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 3 years and a half after primary for a relapse infection the surgeon completed the revision surgery explanting the spacer (implanted on an unknown date) and implanted the definitive devices. The surgery was completed successfully.